Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot # 73l2100053 investigation did not show issues related to the complaint.

Event description:
The skin stapler is not working properly. When you staple the skin to close the incision, it does not close and the staples fall out.